Manufacturer narrative:
Results of investigation: battery cable not properly connected (connector not locked) on the power board side casing interference on the i2c bus. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that during ventilation, the unit started to alarm tf 300 during use. The unit was restarted; however, the issue persisted. The patient was transferred to alternative ventilation and no harm was reported.